Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-18752. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the complaint (B)(4) been evaluated. The batch 5414702 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of reference samples version 11 for the code leakage from infusion site (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to version 41 & version 100 test on reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to version 10 test on reference samples, 10 samples out 10 samples passed the test. Functional test 3 according to version 25 test on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 5414702 was manufactured on the packing process in the line l-5/l150, on 03/feb/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR 1931654- MDR 3003442380-2024-18752 - device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced issue of infusion set leakage on (B)(6) 2024. The infusion set leakage let to rise in blood sugar level and also caused irritation on the right side of patient's body. The infusion set leakage was located at site after being in use for 1 day. The blood glucose level of the patient was within high range of 100-300mg/dl. The issue was resolved by replacing the infusion set and resuming insulin. No further information available.